Event description:
Accu-chek safe t-pro lancet was going to be used to check patient's blood sugar. When the staff twisted off the "blue top" plastic piece, the entire needle came out and was exposed, and staff member punctured her finger with needle.